Event description:
The system experienced two lockups, requiring a reboot each time. Additionally, the scanner is displaying a message indicating that the x-ray tube needs to be replaced.

Manufacturer narrative:
This issue was caused by operator error. To resolve it, the corrective action will involve resetting the settings in the service software. No harm to patients or users.